Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter was torn off postoperatively. This is the second time this has happened. Therefore, a new insertion of a catheter was required." Please see associated MDR# 8040412-2024-00282.

Event description:
It was reported that "the catheter was torn off postoperatively. This is the second time this has happened. Therefore a new insertion of a catheter was required." Please see associated MDR# 8040412-2024-00282.

Manufacturer narrative:
(B)(4). One actual sample was returned for investigation. A visual inspection was performed on the returned sample. Only funnel part of the product was returned. The shaft and other parts were not available. Besides the missing parts, no other abnormality found. Close review of the funnel section some portion of shaft with approximately 13mm long still intact inside the funnel lumens suggesting that the shafts were once well attached to the funnels. Close examination conducted on the funnel to shaft union end revealed traces of scratches and dents. The device history record for lot 40e24c6075 was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. Based on the fact that only the funnel section of the device was returned we are unable to establish the root cause. A potential cause could be due to excessive force being applied to the device, however without the entire device we are unable to confirm this. The root cause of this reported event remains unknown.